Event description:
Additional information was received from the customer indicating that there were no issues, no errors in the event log and cancelled the request for service.

Manufacturer narrative:
Additional information was received from the customer indicating that there were no issues, no errors in the event log and cancelled the service request, therefore this is no considered a complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top lamp was not working. There was no patient harm. Additional information has been requested.